Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit is coming up with an over temperature error. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is coming up with an over temperature error.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. Additional contact details: event site postal code: (B)(6). Event site state: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) coming up with an over temperature. Getinge field service engineer (fse) checked the cardiosave and functionally it performed fine. Checked the logs and found one recent instance of the compressor over temp error logged. Confirmed with the customer to replace the compressor. Customer ran the cardiosave for 24 hrs without further issue. There was no patient involved.

Event description:
N/a.